Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 25-mar-2019.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the bad response with keypad. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.